Event description:
The customer biomedical engineer (biomed) reported that there was no volume on one of the screens for the philips patient information center (pic ix). The device was in clinical use at the time the issue was discovered. There was no patient harm or injury.

Manufacturer narrative:
Visual inspection by the biomed found that the speaker was unplugged from the device. Based on the information available and the testing conducted, the cause of the reported problem was the unplugged speaker. The reported problem was confirmed. It was unclear if the speaker became unplugged accidentally or intentionally. The device was operational after speaker cable connections were completed by the biomed.